Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number 11c23h25 and no exceptions were observed that were related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of bacterial peritonitis and diarrhea in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced diarrhea. Treatment and outcome were not reported. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for that event. Treatment included ceftazidime 1 gram daily for 14 days and cefazolin 1 gram daily for 14 days. At the time of this report, the patient was recovering from the peritonitis. On (B)(6) 2011, the patient was discharged. Dianeal therapy was ongoing. The nurse stated the peritonitis was not related to dianeal therapy, but was related to the diarrhea. The diarrhea was unrelated to dianeal therapy.